Manufacturer narrative:
On 02/26/2010, this event concerns a device that was manufactured and used outside the us. Analysis pending.

Event description:
Reportedly, the pacemaker involved in this MDR report could not pace anymore even when applying the magnet. It was explanted and returned for analysis.